Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen, an issue persisting for about a month. There was no adverse impact on the customer's blood glucose level. The customer was advised on techniques to press the button more effectively, but as the issue persisted, technical support decided to replace the pump. Customer was informed about the shipment of a replacement pump with updated software and acknowledged the guidance on further steps, including returning the problematic pump within 10 days using a pre-paid label.